Event description:
Info received indicates the mattress ticking was worn and there is fluid inside the mattress.

Manufacturer narrative:
The tech used a mattress revitalization kite to repair the bed.